Manufacturer narrative:
Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Trends are monitored on a monthly basis. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of approximately eight (8) years. The reason for re-operation was due to mitral valve degeneration. A 26mm transcatheter valve was implanted and there were no reported complications.